Manufacturer narrative:
A ge service representative performed an on site investigation. The backplane to generator driver pcb cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not display a live fluoroscopy image, thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.